Event description:
It was reported that the patient was experiencing procedural pain at the ipg site after the implant procedure. The physician believed that the pain was not device related. The patient was admitted to a rehab facility. The patient was discharged and was reportedly doing well.